Event description:
Pt's generator was found to be inoperative at the time pacemaker was inserted in the ep's lab. Vendor rep was present, generator was switched and new one was operative. After repositioning the atrial lead, the ventricular lead was reconnected to the device and intermittent pacing occurred.